Manufacturer narrative:
Eval code method, eval code-result, and eval code-conclusion codes apply to ipg 3058 interstim ll (serial#(B)(4)) only. Device code no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause of the device malfunctioning/sudden return of symptoms was determined, the patient was not sure and thought it might be related to the incident in the spa/hot tub on 2018-(B)(6). After calling the manufacturing company, the action/intervention taken to resolve the sudden return of symptoms was the patient reached out to their manufacture representative (rep) who instructed them to request a new external patient programmer (pp). The rep met with the patient after receiving the new pp and reprogrammed the device. The healthcare provider (hcp) responded to a letter. When asked if the cause of the device malfunctioning/sudden return of symptoms was determined, the hcp said ¿unclear malfunction in pp.¿ the action/intervention taken to resolve the sudden return of symptoms was the programming was changed. The new pp resolved the issue with settings changing on their own. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported a few days ago they experienced a lot of zapping lately, shooting down the leg and sometimes-the worst ones- straight in the vagina and rectal area and that it sometimes happen when walking or peeing and it was uncomfortable. Ins was turned off and turned back on and patient was asked to monitor to see if zapping goes away. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was calling in response to the letter they received regarding the previously reported issue after hot tub use. Patient stated they told the doctor almost immediately after it occurred and they met with their healthcare provider on (B)(6) 2018, but the device had not been checked yet. Patient stated there had been 2 incidents where the settings changed by themselves. The patient stated they never set the amplitude about 0.3-0.4 and when they checked the setting it was at 0.5, and the second time they had set it to 0.3 and the next day it was at 0.2. Patient described normal patient programmer use. Patient noted their therapeutic threshold was 0.3-0.4 and it could be effective at 0.2, but above 0.4 was too much/buzzing, they got overstimulation in their legs. Keeping stimulation at a comfortable level was reviewed. Patient reported their next appointment was on september 10, 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient says that "this weekend ((B)(6) 2018) their therapy was set at 0.4v and they went in the hot tub and stim changed to 0.6v. The patient said they swear they left it at 0.4v so didn't know if it could change by itself, and last night they lowered it to 0.3v because it hurt so badly. Patient had a shooting pain that goes down her leg and the left leg is in total pain; patient confirmed this started this past weekend when she was in the hot tub. Patient said their doctor said they could go in the pool and spa as long as it wasn't strenuous, but they put their buttock against the jet and then had the really bad pain. Patient was advised to contact their doctor because the jets from the hot tub could have aggravated the implant site. The patient said their urgency and frequency had improved and they were happy with the product aside from the pain. Patient has upcoming appointment thursday, (B)(6). No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated their reason for calling was related to the previously documented report. Patient spoke with manufacturer representative regarding the issue with their patient programmer the day of the report and was told to call and request a replacement patient programmer. Patient reported the patient programmer was simultaneously changing their settings, and repeated previously documented events. Patient noted they reprogrammed their settings over the phone from program 1 at 0.3/0.4, to program 2 at 1. Patient reported they checked an hour later and it was at 0.3, and they hadn't touched the patient programmer to make any adjustments. Patient reported they were stressed because their symptoms came back all of a sudden the night prior. When asked the date they noticed the issue with symptoms returned, they initially stated september 4, but then corrected themselves and stated that september 4th was when they noticed it malfunctioning and then symptoms started on the 4th to the 5th. Patient explained their frequency increased dramatically again and it had been continuous. Patient stated everything was perfect where they were peeing 9-10 times a day, but now they were back to feel they need to pee if they had 3 drops of pee. Patient noted they had tried calling their healthcare provider, but they hadn't heard anything from them. Expectations for when they received a replacement programmer were reviewed, the patient was sent a new programmer to resolve the issue with their patient programmer. Additional information was received. The patient stated they worked with the manufacturer representative the day prior to the report who helped them change stimulation from program 1 to program 2. Patient mentioned the stimulation on program 2 was too strong for them so they had turned stimulation off. Patient mentioned they had not yet received the new patient programmer and asked what pr ogram they will have when they used the new programmer. During the call the patient synced the patient programmer with the ins and confirmed the stimulation setting was currently on program 2. Patient mentioned they wanted to be on program 1 when they received the new patient programmer, the patient was able to successfully change to program 1 on the call. Patient mentioned they were getting another patient programmer because theirs was failing, it was changing the settings by itself.